Event description:
A customer reported that the footswitch of a system presented with problems during a cataract procedure and the system locked. The procedure was completed after the surgeon converted to an extracapsular cataract extraction. There was a delay of more than 15 minutes. There was no patient harm.

Manufacturer narrative:
The company representative examined the system and found system message (sm) - (encoder failure). The footswitch was replaced. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The event log was also reviewed and verified that system message (sm) - (encoder failure) occurred. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The root cause could not be determined. (B)(4).